Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, anemia, menorrhagia, vaginal discharge, parity 2, multi gravida, gas pain, ovarian cyst, dyspepsia, scoliosis, abdominal pain, disorder menstrual and pelvic pain female. The patient had a family history of ovarian cancer. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4260 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and salpingectomy laparoscopic). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: under rotation of the right kidney with duplication again noted stable. No enhancing renal lesion. Suggestion of slightly decreased and/or delayed enhancement throughout the right kidney. Probably mild right urothelial enhancement. Prominent right renal pelvis and proximal ureter. Infection and pyelonephritis or urinary tract infection not excluded. Recommend correlation. No ureter stone is definitely seen. No left hydronephrosis or ureter stone. Distal colon is decompressed. No adjacent fat stranding. The appendix is normal caliber, no adjacent stranding. No evidence of a bowel obstruction. [Hysterosalpingogram] on (B)(6) 2011: findings: endometrial cavity appears normal in size and morphology. No evidence of submucosal fibroids, endometrial polyps or synechiae is seen. The proximal end of the inner coil is 20 mm from right cornua uterus and on the left side it is 19 mm and both microinserts are seen within the fallopian tubes. There is no spillage of the contrast medium seen into the peritoneal cavity and there is no contrast seen distal to the microinserts. Impression: there is satisfactory location of the microinserts seen in both fallopian tubes and there is no spillage of contrast seen into peritoneal cavity as discussed [pathology test] on (B)(6) 2022: final pathologic diagnosis: uterus with tubes, hysterectomy, cervix, uterus, bilateral fallopian tubes: inactive endometrium. Unremarkable cervix and bilateral fallopian tubes. Foreign body, foreign body inside the bladder. Clinical history: abnormal uterine bleeding. Anemia due to chronic blood loss. Gross description: within the proximal aspect of each fallopian tube, there is a silver, metallic coiled wire consistent with essure device. Foreign body inside the bladder is a 0.3 x 0.2 x 0.1 cm tan-white, irregular firm material consistent with foreign body. Specimen(s) received: uterus with tubes, hysterectomy - cervix, uterus, bilateral fallopian tubes. Foreign body foreign body inside the bladder. [Pregnancy test urine] on (B)(6) 2008: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical record received. Surgical pathology report added. Lab data, medical history, concomitant conditions patient, product & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4018 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 4018 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.